Manufacturer narrative:
Other relevant device(s) are: product ID: 3487a-33, serial/lot #: (B)(4), ubd: 31-may-2010, UDI#: (B)(4). Report source- foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that impedance was greater than 10000 ohms. The rep reran impedance testing and electrodes 0-3 were greater than 40000 ohms. No symptoms were reported. Additional information was received from the rep. The serial number of the ins and lot number of the lead were provided. The patient's original implant date was (B)(6) 2007, and the ins was replaced on (B)(6) 2016. It was reported that the high impedance would require revision/replacement of the lead. The patient was deciding what location to pursue the procedure at, and they were awaiting the explant decision. The cause of the high impedance was not determined. It was noted that it was expected that the lead would be returned to the manufacturer. It was also noted that this information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was noted that the hcp had not heard from the patient again. The patient was going to explore getting the device changed/repaired in calgary.